Manufacturer narrative:
A ge rep evaluated the system and reseated fuses on the power distribution board. The system operates as intended.

Event description:
The customer reported the system displayed an error and the monitors went black. No pt injury was reported.